Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital following a pre-syncopal event. Upon interrogation, right ventricular (rv) lead loss of capture (loc) was observed. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.